Event description:
On (B)(6) 2013, the reporter contacted lifescan (lfs) in (B)(4), alleging the meter was displaying an apply sample message. This complaint is being reported because the alleged issue was not resolved with troubleshooting done by the customer care advocate (cca). There was no indication that the lfs product caused or contributed to an adverse event.

Manufacturer narrative:
The subject meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Manufacturer narrative:
Follow-up #1 (06/13/2013)-device evaluation: the meter and involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the complaint was not confirmed; the meter passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.